Event description:
Customer called to report a leak from the modular chemistry (mc) sample probe of the unicel dxc 800 synchron system. The customer technical specialist (cts) noticed through proservice that the instrument displayed an mc sample probe obstruction error message. The cts then assisted customer with troubleshooting the instrument by instructing customer to clear the mc collar wash tubing. Customer then removed a small clot and was instructed to flush the collar wash. The results generated after the troubleshooting did not meet specifications; therefore, the cts generated a service request. On the following day, the field service engineer (fse) found that the wash collar was leaking and that the wash collar vacuum valve was plugged with a clot. The fse then removed the clot and replaced the mc sample probe. The fse primed the instrument and verified its performance to ensure that the services performed effectively resolved the leak issue. Customer stated that erroneous results were not reported outside the laboratory. Patient treatment was not affected and no one was harmed by the instrument issue.

Manufacturer narrative:
(B)(4).